Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected software error detected alarm found during testing or in the pump history file. Pump trace download analysis confirmed the pump alarmed xxxx (power error detected, low battery alert, power loss alarm, replace battery alert, replace battery now alarm). The adapt confirmed xxxx (power error detected, low battery alert, power loss alarm, replace battery alert, replace battery now alarm) was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alert. Customer reported error occurred 2 times after replace battery cap . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.